Manufacturer narrative:
See associated mdrs MDR-2018-50969, MDR-2018-50963.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 where their scs system was explanted for an unknown reason.

Manufacturer narrative:
Updated event description to reference correct related MDR report numbers and to correct system type referenced. Added model mn10450-50a; drg lead. PMA code: added p150004. (B)(4).

Event description:
Device 3 of 3. Reference MFR. Report#1627487-2018-12665. Reference MFR. Report#1627487-2018-12669. It was reported the patient underwent surgical intervention on (B)(6) 2018 where their drg system was explanted for an unknown reason and the leads were cut.